Event description:
It was reported that the device would intermittently fail the user test with the paddles connected. A physio-control field service representative examined the device and replaced the top case which resolved that problem; however, during the repair, the device kept prompting a "connect electrodes" message with the therapy cable connected to the qed-6 analyzer. There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4): physio-control further evaluated the device and observed that the lower high-voltage pin on the therapy connector was pushed in. The therapy receptacle connector assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that 3 of the 4 contact socket tabs were broken off and missing in pin #7, causing the reported failure.